Event description:
Pain in right ankle medial gutter, treated with 4cc kenalog 10 mixed with 1% lidocaine injection.

Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Catalog number is unknown at this time. Unknown star meniscal bearing surface 6mm. Device remains implanted.

Manufacturer narrative:
Evaluation revealed all three implants reported to be primary products. No further associated product was reported. The devices were not available for evaluation since they are still implanted. Review of the device history records of the reported three implants was deemed unnecessary, since no product failure / malfunction was reported. The patient is participant of a clinical study and the event was reported within a 2-year post approval study to investigate the star ankle under actual conditions of use. Excerpt from ¿clinical results of the star ankle prosthesis / clinical assessment based on a systematic literature research (january 1998 ¿ february 2015)¿ by md. Dipl.-ing. Helmut mückter: significant pain (0 ¿ 8 %). In most cases ankle arthroplasty comes with significant pain relief. Approx. 60 % ¿ 80 % of the patients are pain free or nearly pain free in the follow up, approx. 20 % ¿ 30 % have moderate pain (e.g. Starting pain), but less than 10 % of the patients have remaining pain or symptomatic pain due to a malpositioning or a malfunction of the endoprosthesis or due to additional arthrosis of the adjacent joints (mostly in rheumatoid arthritis) or soft tissue affections. Treatment is depending on the particular reason for pain. All reported potential risks and complications nominated above represent typical complications of ankle arthroplasty and are not related to the particular design of star.¿ further information such as x-rays, surgery report and medical records has been requested but was not available. According to information received ¿the event was reported through a clinical trial, and the next time we get data on this patient will be around march 2016, the earliest¿. Based on the limited information given the real root cause of the reported event could not be determined. However, the most precise evaluation regarding the root cause of pain in those cases is provided by the above clinical assessment. Review of device history records, complaint history and CAPA databases was deemed unnecessary, since no product failure / malfunction was reported. No nonconformity was identified.

Event description:
Pain in right ankle medial gutter, treated with 4cc kenalog 10 mixed with 1% lidocaine injection.